Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device had sudden hemodynamically sustained ventricular arrhythmia occurred while running. The patient had also reported hypotension and weakness. The device appropriately delivered anti-tachycardia pacing (atp), however they were ineffective. The patient was in the emergency room (ER) and received two shocks from external defibrillator. The first shock was delivered at 150j without interrupting the arrhythmia, and the second external shock was delivered at 200j, which was also ineffective. The arrhythmia resolved with the administration of pharmacological therapy. The patient was in intensive care unit. It was noted that the lead was positioned in the right ventricular outflow tract (rvot) because, due to an aneurysm at the apex. Technical services (ts) reviewed and stated that the presence of a premature heartbeat was observed which might have triggered the fast and monomorphic ventricular rhythm that suddenly entered the ventricular tachycardia (vt) zone and was accelerated in the ventricular fibrillation (vf) zone due to the delivered and ineffective atp. Ts stated that those eight shocks subsequently delivered may have been ineffective which could be due to nature of arrhythmia, position of the defibrillation catheter or due to medication that may have acted on the defibrillation threshold. Ts recommended to have the physician perform programming optimization. This device remains in service. No adverse patient effects were reported.